Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment. Imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed. Visual inspection found that the rapid exchange (rx) tunnel returned detached. No other problems with the device were noted. With all the available information, boston scientific corporation concludes that the reported event of rx tunnel detachment was confirmed. Visual inspection found that the rx tunnel returned detached. It is most likely procedural factors such as handling of the device and/or the technique used by the physician that could have resulted in the detachment of the rx tunnel during the procedure. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure. The exact procedure date is unknown. During the procedure, a part of the catheter sheath (rx tunnel) detached and dropped inside the patient. The procedure was completed with another of the same device. Additional clarification was not provided, and the reported event may suggest that detached rx tunnel was not retrieved from inside the patient. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure. The exact procedure date is unknown. During the procedure, a part of the catheter sheath (rx tunnel) detached and dropped inside the patient. The procedure was completed with another of the same device. Additional clarification was not provided, and the reported event may suggest that detached rx tunnel was not retrieved from inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment. Imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.